Event description:
Patient reported right side pain and "displacement of the implant". Healthcare professional reported "implant shift". The device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ migration: unable to observe as it is not related to the manufacturing process. ¿ breast pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases and deformation were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration-breast.

Event description:
Patient reported right side "pains and implant has to be removed". Healthcare professional later confirmed right side: no rupture, implant shift. Patient later reported "displacement of the implant". Device has been explanted and replaced with non-abbvie device.